Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed the entire device slightly worn, and the display had pixel errors. No problems were found in the event history log. Functional testing was able to confirm the reported issue. The device was found showing lec 1310 after power up which is a generic code caused by storing the pump for extended period of time with the batteries installed. The error code was cleared and the device deemed safe for use if the batteries are replaced. The display with pixel error was replaced. The root cause was unknown. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited error code ¿lec 1310¿ as well as pixel in display. It is unknown if there was patient involvement, no adverse patient effects were reported.